Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2015 with the following findings: the ok button was over responsive and the button contact was inverted. There was no contamination found when the keypad was removed. The contrast button was not responsive and the keypad flex was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the ok button was damaged and over responsive. This report is made based on results of investigation completed on 01/12/2015.